Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to metallosis update rec¿d 03/15/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, clicking noises and swelling. There is no new information that would change the existing MDR decision. Complaint wasd updated 03/26/2017 update oct 2, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised to address metal sensitivity and synovitis with early proximal bone loss and inflammatory changes. Operative findings reported of moderate amount synovitis. This complaint was updated on oct 24, 2017. / /

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: device identification and evaluation codes (device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 03/15/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, clicking noises and swelling.

Event description:
Update oct 2, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised to address, metal sensitivity and synovitis with early proximal bone loss and inflammatory changes. Operative findings reported of moderate amount synovitis. This complaint was updated on oct 24, 2017.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
The patient harm was updated and added the stem to the impacted product due to alleged elevated metal ions. Lawyer, hospital name, law firm, were also added and change the report source to legal from other. Patient underwent bilateral total hip arthroplasty, the left hip revision was captured under (B)(4).